Event description:
Event description boston scientific received information that this pacemaker recorded more than 800 ventricular tachycardia episodes. The automatic capture feature was programmed on and electrograms revealed the device was sensing after each paced event. The field staff suspected ventricular loss of capture. During the device check-up, all impedance, amplitude and threshold measurements were good. This device is part of the physician communication of june 23, 2006 regarding low voltage capacitors.